Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9106719. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200810257] noted that did not pertain to the complaint. There was one (1) notification [200823918] noted for missing scale lines. H3 other text : see h.10.

Event description:
Material no: 328447, batch no: 9106719. It was reported that before use of the syringe 0.5ml 31g tw 6mm bls 400 sg the syringe is without markings. The following information was provided by the initial reporter: bd safety glide insulin syringe without markings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 328447 batch no: 9106719. It was reported that before use of the syringe 0.5ml 31g tw 6mm bls 400 sg the syringe is without markings. The following information was provided by the initial reporter: bd safety glide insulin syringe without markings.